Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported atrial pericardial effusion appears to be related to procedural conditions/transseptal puncture. There is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter referenced is filed under a separate medwatch report number. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed for pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A slight effusion was present and was noted to have been caused by the transseptal puncture. A mitraclip clip delivery system (cds) was advanced, however during mid-procedure, it was noted that the effusion got larger after introducing the cds. Pericardiocentesis was performed. In the physician's opinion, the cds and steerable guide catheter (sgc) could have contributed to the growth of the effusion as the stabilizer was moved back and forth to get more medial and the guide was moving across the septum. The procedure was aborted and post procedure mr remained at 4+. No additional information was provided.